Event description:
A distributor in (B)(4) reported that a rt100 adult breathing circuit had a missing component. The distributor reported that they noticed that a component was missing during their inwards goods inspection process, prior to pt use.

Manufacturer narrative:
(B)(4). The rt100 is not sold in the USA but it is similar to a product which is sold in the USA. The 510(k) for that product is k983112. The returned rt100 breathing circuit kit was inspected for missing components. Results: the change out label was observed to be missing from the returned breathing circuit kit. A lot check revealed no other complaints of this nature for lot # 091215. Conclusion: the change out sticker is included in every adult breathing circuit kit to specify that the circuit is intended for use for a maximum of 7 days and should not be reused. The breathing circuit user instructions also state that the rt100 is a single-use product "intended for use for a maximum of 7 days". The breathing circuit package consists of a number of components grouped together during production. It is likely that operator error, during the packing process, resulted in the change out sticker being omitted from the breathing circuit kit. The new standard operating procedures (sops) have been put in place to assist the operators on the production line correctly pack breathing circuits. A specific pack card detailing all components required must be displayed at the packing station. Breathing circuit kits are visually inspected for missing components prior to distribution. (B)(4).